Event description:
While attempting to defibrillate a patient in ventricullar fibrillation, the device discharged twice at 120 joules. Upon the second discharge, the device mad a loud "pop" sound. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that subsequent to the event, the device was taken out of service and was evaluated. At the time, the device displayed a "defib fault 78" message.